Event description:
Healthcare professional reported a left side rupture and inframammary fold. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec, wear abrasion, creases fold, deformation device and observed 40 mm dark patch edge material inside gel device. Creases are observed but have no relationship with manufacturing. The unit is not rupture based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Heathcare professional reported a left side rupture and inframammary fold. Device has been explanted and replaced.